Event description:
It was reported that this patient experienced right atrial (ra) over-sensing in the right ventricular (rv) channel, resulting in inappropriate anti-tachycardia pacing (atp) delivery. It was alleged the ra and rv leads had dislodged from the implant location. The physician surgically explanted and replaced both ra and rv leads to resolve the event. At this time, this device remains implanted and no additional averse effects were reported. The rv lead (model: 0672, serial: (B)(4)) was returned and analyzed. Despite multiple attempts, no information was provided regarding the ra lead.